Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4). Investigation summary: one photo was provided and evaluated. It show 5 needle assemblies with no plastic shield. From the photo, it is not possible to confirm the epoxy on the needle. The photo does not show the symptom reported by the customer. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on the investigation carried out and with the photo sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring this lot and symptom. This lot was produced for 2.9 mm units; therefore, the cpm is 0.34. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause could be offered. Rationale: CAPA not required at this time.

Event description:
It was reported that needle ns 30ga 1/2in bns yel hub tw euro had epoxy on the hub. This occurred on 15 occasions before use. The following information was provided by the initial reporter: during incoming inspection for needle, 15 needles found with excess epoxy on the hub. (Out of a sample of 1,250 needles).